Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed in a 2000ml exactamix eva (ethylene vinyl acetate) bag. The pm was described as ¿dust found in solution while inspecting¿. This issue was discovered while inspecting the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between february 17, 2024 ¿ february 19, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed, and a small white particulate spot approximately 0.10 mm in size was observed floating inside the solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.